Event description:
It was reported that an insulin gauge displayed a fill estimate different than expected by the caller, who initially experienced issues with the pump's fill estimate. The caller's expected fill estimate was 100 units, but the current displayed value was 15 units. There was no adverse impact to the customer¿s blood glucose level. The caller had taken all necessary steps to address the issue, including removing air from the cartridge and using room temperature insulin. However, they declined to load a new cartridge initially. Upon follow-up the next day, the customer confirmed that the issue was resolved with a new cartridge.